Event description:
Information received that the brake casters will brake, but ratchets around. No injured alleged.

Manufacturer narrative:
Technician found brake casters would brake but ratchets. Replaced brake casters to resolve this issue.